Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR? A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that right after opening the package for a syringe 10ml ll, the customer found a droplet on the syringe.

Event description:
It was reported that right after opening the package for a syringe 10ml ll, the customer found a droplet on the syringe.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.